Event description:
During a trial lead implant procedure, the patient's dura was punctured.the surgeon administered a blood patch. The surgeon continued the implant of the leads and patient was able to continue with the trial.

Manufacturer narrative:
The trial leads were explanted at the end of the patient trial. Explanted product was discarded by the surgical center and will not be returned for evaluation.